Manufacturer narrative:
A field service engineer (fse) went on-site and found that the restrictor line from the bottom of the differential mixing chamber had popped off due to the excess pressure on the drain of the mixing chamber. Fse reattached the restrictor line which resolved the issue. Fse also performed hardware modification as per the customer notification sent for this action. The cause of the leak was the restrictor tubing popped off below the differential mixing chamber. (B)(4).

Event description:
A customer contacted beckman coulter inc. (Bec) reporting that while performing shutdown on their unicel dxh 800 coulter cellular analysis system, they noticed a leak of cleaner overflowing the differential mixing chamber at the amtc (air mix temperature chamber) module. The leak volume was estimated at 2 ml. The customer was wearing personal protective equipment (ppe) consisting of a lab coat, gloves and goggles at the time of the incident. No injury or exposure was reported. Patient results were not affected by this incident.